Event description:
It was reported that during the implant procedure, the helix needed an excessive number of turns to extend. The lead was repositioned and the helix would not extend out all the way. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft leg struck behind retraction stop.